Manufacturer narrative:
Another contact info: (B)(6). A getinge field service engineer (fse) inspected the unit and verified that all connections were secure and properly configured. All required functional, calibration, and safety tests were performed and found to be within specification. The unit was also evaluated using a trainer and balloon, with no issues identified. After the customer repeated the pressure zeroing procedure, the issue was resolved. The unit was confirmed to be functioning normally and was cleared for clinical use.

Event description:
It was reported before use that the cardiosave intra aortic balloon pump (iabp) displayed pressure zeroing issue. There is no information about patient involvement.